Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) due to an FDA audit observation. This information was received from the (B)(6) study. Product event summary: the ventricular assist device (vad) was not returned for evaluation. This complaint is associated with a clinical adverse event. Information received from the site indicated that, four days post-implant, the patient experienced a psychiatric episode; the patient experienced some acute change fluctuation of mental states with confusion and delirium. Medical intervention was provided and the patient's hospitalization was prolonged. Based on the available information, including the occurrence of the event within 30 days of implant, the device may have caused or contributed to the reported event. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.

Event description:
It was reported that 4 days post implant of ventricular assist device (vad) the patient presented with a psychiatric episode. The patient experienced some acute change fluctuation of mental states with confusion and delirium. Medical intervention was provided and the patient's hospitalization was prolonged. The vad remains in use. No further patient complications have been reported as a result of this event.